Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 107) has been confirmed. Upon inspection, it was found that the trunk cable connector was broken. The root cause of the damaged trunk cable connector cannot be positively identified, but was likely a result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report she was getting alarms. A review of the pt's download revealed several service code 107 flags. The pt was issued a replacement electrode belt.